Event description:
(B)(4). All over body aches and no energy to do anything. Also nickel and pet fibers are not meant to be implanted in human body! Ever!!

Event description:
(B)(4). I have a nickel allergy. Was never told there was nickel in essure. Horrible cramping on and off periods. Stabbing pain in pelvic area. Painful sex. No energy. Back pain. Leg pain.